Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues charging their implant and the issue began yesterday. Patient stated the settings not available message displayed on their controller and their stimulator was down. During the call agent walked patient through accessing their battery levels and the controller was at 100 and the implant was at 90. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient (pt). It was reported that they have an appointment with a doctor on the 5th of may at 9:30am and they wanted a manufacturer representative (rep) to be present during the appointment. Agent reviewed rep role and healthcare provider (hcp) role. Agent provided patient with nas phone number to give to the hcp to call. Patient mentioned that their stimulator had not been working for 5 days now. Patient stated that their managing doctor was still the one on file. Additional information was received from a patient (pt). It was reported that they met with a manufacturer representative (rep) about 3 weeks ago and stimulation was working, but all of a sudden stimulation stopped working again. Caller unlocked controller on the call and reported settings not available. Agent redirected the patient to their healthcare provider (hcp) again to meet with a rep. Caller asked to set up an appointment with the same rep as last time, agent reviewed role of rep and patient services (pss) and redirected to hcp.